Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the ok and contrast keypad buttons were under-responsive. In addition, it was reported that the keypad cover was observed to be missing/peeling and torn/punctured prior to the change in button responsiveness. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/25/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 03/13/2015 with the following findings: the keypad was found to be torn near the ok and contrast buttons. During testing, the complaint of the ok and contrast keypad buttons under-response was not duplicated. All the keypad buttons were found to respond appropriately. The keypad cover was removed and contamination was found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.